Event description:
It was reported to tyco healthcare in 2004 that customer had a problem with compression sleeve. The customer stated "sequential compression device was in use on pt during procedure and in recovery. When pt got up during discharge process, bruising was noted on the backs of pt's legs consistent with scd stocking pattern."